Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Event description:
Clinical rationale: an impella rp flex was inserted into the left femoral vein in a (B)(6) male patient with a past medical history of coronary artery disease (cad) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) ) in scai stage e shock after out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR) on multiple inotropes, vasopressors, ventilator support, and impella cp device (inserted into the right femoral artery) prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient developed red tinged urine. The impella rp flex was later removed, and the patient subsequently expired on impella cp support. The post-procedure outcome was unknown at explant. The device functioned at p-6 at 3.1 l/min with no issues. Hemolysis is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.